Event description:
It was reported that the patient experienced post-op intraluminal bleeding, which resolved itself. Procedure: colon resection.

Manufacturer narrative:
(B)(4). Date sent: 05/10/2023. Only event year known: 2023. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Left sided colon resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. In the post-op period did the patient receive and medical or surgical (medications) intervention? If yes, what? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? General surgeon fired the device. Limited experience with echelon powered circular stapler. Most experienced with cdh manual stapler, ¿b¿ codes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No none reported. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns (4 half turns). Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes, intact. If so, please describe. Were there any issues noted with staple formation? No if so, please describe the shape and location. How was the post-op bleeding identified? Unknown. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.